Event description:
Patient called to report that she received a letter to report that her glucose-monitoring device, the freestyle libre, has been recalled and that it may potentially be replaced in the near future. In the letter, it was stated that all "lot numbers" have been recalled. She uses the device for her diabetes.